Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136888.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. Additional information was received that patient experienced inadequate pain relief. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.